Event description:
It was reported that the patient was being referred for prophylactic replacement of the vns generator. At the time of surgery, x-rays were performed and it was found that the patient was not implanted with a lead or generator. The neurologist believed that he was not able to interrogate the generator due to battery depletion but was not aware of how, why, or when the previous device was removed as this was a new patient for him. The surgeon was unsure of the patient's explant as well. The date of explant is unknown. The patient then noted that the vns was explanted in the past due to the vns not working. No additional relevant information has been received to date.